Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad unresponsive alarm. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump was occurred repeated button errors. The insulin pump will not be returned for analysis.